Event description:
The pt stated that the meter was prompting a not ok message when the meter was powered on. The pt was unable to test on the meter for a few weeks. Pt had a back up meter that was not working as well. Before the meter malfunction pt was testing 8 times a day. In 1/04 the pt attempted to test their meter but was unable to. Pt went to the hosp and their blood sugar was tested. The result was "in the 20's." The pt was not willing to provide any symptoms or any medications that pt takes for their diabetes. Pt stated that pt was given an IV with glucose and released when their blood sugar levels increased. Pt would not provide any further info. The case is being reported as a malfunction. The pt was unwilling to provide co with necessary info to help determine if the meter contributed to the serious injury. The meter has been replaced for the pt.